Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during muscle closure in spaying on a cat, there were 2 problematic sutures. The first needle detached from the suture when half way using it and the other needle detached when the package was opened. Replaced by another suture to complete the case. No patient injury.